Event description:
It was reported that pump displayed malfunction alarm 16 and customer did not provide any blood glucose information. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was later able to start, charge, and connect to computer with malfunction 16 visible in pump history, and device was planned to be returned while customer received replacement pump from distributor.